Event description:
It was reported the patient experienced soreness in ¿the area of the implant, to the back of her leg, knee, and then to the foot.¿ it was further reported the patient had underwent hiatal hernia surgery on (B)(6) 2012, lost 25 pounds following the procedure, and experienced the implant ¿shift.¿ it was stated the patient¿s foot would ¿go numb¿ and that she ¿had no control of her right foot.¿ the patient noted she was ¿still getting stimulation in her right foot for pain relief¿ and further noted this was ¿the original intent of her implant.¿ the patient¿s status was reported as ¿unknown¿ at the time of initial report. It was noted the patient was ¿supposed to¿ undergo a CT scan ¿after her injury from moving furniture.¿ follow up information reported that the patient had a CT scan and was seen about 3 weeks ago at their pain clinic. The clinic planned to do some injective therapy for the patient's new pain. The patient was also to be seen by another physician to see if the device needs to be moved since the patient had lost weight and now the device seemed to be rubbing over some bony structure in the lumbosacral region. Follow up information reported that patient had no appointment at the clinic. Follow up information reported that a CT scan was performed and "nothing significant was seen." The patient was noted to have canceled their injective therapy. The patient's injury was reported as "due to twisting while moving furniture/displays at a craft fair."it was noted there had been no appointment made to move the pocket. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 8590-8, lot# n266933, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-9, lot# n270037, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).